Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads are noted to be heavily damaged at the engaging surface. The hex head was also slightly worn, but functional. The product was functionally tested, and it was confirmed that the collar would not screw into a mating implant. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. It is clear from the package drawing that the first two threads are compressed inward. The problem with screwing in the collar appears to be due to this damage, as the orientation of the engaging threads does not match the drawing and are deformed due to this damage. Complaint indicates the healing collar would not assemble with a mating implant. The root cause is related to incorrect collar selection. The returned collar and implant do not mate together. The implant is intended for 5.7mm implant platform healing collars, such as the hc563 and hc565. This is considered misuse that could lead to the reported event. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant was placed the healing abutment would not seat.